Event description:
It was reported that while using bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes that there was foreign matter in tube; biological and non-biological in 3 lots. The following information was provided by the initial reporter: the black dot originally present in the inner wall of collection tube. And some contents have bubbles. They was noticed before used. Total q'ty (B)(4) boxes. (100pc/box). Lot#:2347092(B)(4)box + 2347094(B)(4)box + 3016652(B)(4)box .

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 2347092. D4. Medical device expiration date: 2023-12-31. H4. Device manufacture date: 2022-12-13. D4. Medical device lot #: 2347094. D4. Medical device expiration date: 2023-12-31. H4. Device manufacture date: 2022-12-13. D4. Medical device lot #:3016652. D4. Medical device expiration date: 2024-01-31. H4. Device manufacture date: 2023-01-16. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for gel air bubbles and foreign matter was observed. Additionally, retention samples from bd inventory were evaluated by visual examination and the issue of gel air bubbles and foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel air bubbles and foreign matter based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes that there was foreign matter and air bubbles in tubes. This was seen in 3 boxes across 3 lot numbers. No patient impact reported. The following information was provided by the initial reporter: the black dot originally present in the inner wall of collection tube. And some contents have bubbles. They was noticed before used. Total q'ty 13 boxes. (100pc/box). Lot#:2347092*9box + 2347094*3box + 3016652*1box.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. B.5. Describe event or problem: it was reported that while using bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes that there was foreign matter and air bubbles in tubes. This was seen in 3 boxes across 3 lot numbers. No patient impact reported. The following information was provided by the initial reporter: the black dot originally present in the inner wall of collection tube. And some contents have bubbles. They was noticed before used. Total q'ty (B)(4) boxes. (100pc/box). Lot#:2347092*9box + 2347094*3box + 3016652*1box..

Event description:
It was reported that while using bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes that there was foreign matter and air bubbles in tubes. This was seen in 3 boxes across 3 lot numbers. No patient impact reported. The following information was provided by the initial reporter: the black dot originally present in the inner wall of collection tube. And some contents have bubbles. They was noticed before used. Total q'ty (B)(4) boxes. (100pc/box). Lot#:2347092*9box + 2347094*3box + 3016652*1box.